Manufacturer narrative:
A baxter technician did not inspect the bed as troubleshooting was provided over the phone. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The customer stated that they will be scrapping the bed. Based on this information, no further action is required.

Event description:
A other health care professional contacted technical service to report that the progressa frame, had an issue, alleges that the bed was pulled away from the wall without disconnecting the power cord which got damaged and ended up shorting out the ucb and the load beams. Power cord had exposed copper wires. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.